Event description:
Primary surgery - due to the discovery elbow being revised. The procedure was a distal humeral replacement/total elbow. The surgeon requested a phone call regarding "srs (comprehensive segmental revision system} conversion with discovery elbow system. The surgeon indicated that the discovery humeral condyle kit (part number 114990- per discovery elbow surgical technique) screws (2 are included in the condyle kit package) did not thread as easily (as is typical) into the discovery elbow/segmental revision system distal humeral body assembly, after the elbow implant was reduced. The surgeon indicated that he tried two more screws again for final assembly and had the same issue but was able to screw down the screws to complete the elbow surgery.

Event description:
Revision surgery - due to the discovery elbow being revised. The procedure was a distal humeral replacement/total elbow. The surgeon requested a phone call regarding "srs (comprehensive segmental revision system} conversion with discovery elbow system. The surgeon indicated that the discovery humeral condyle kit (part number 114990- per discovery elbow surgical technique) screws (2 are included in the condyle kit package) did not thread as easily (as is typical) into the discovery elbow/segmental revision system distal humeral body assembly, after the elbow implant was reduced. The surgeon indicated that he tried two more screws again for final assembly and had the same issue but was able to screw down the screws to complete the elbow surgery.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to distal humeral replacement/total elbow. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. There was no information submitted with the complaint that would indicate a material, design, or manufacturing issues with the explanted part. This complaint evaluation is limited in scope since the part associated with this investigation were not returned to djo surgical for evaluation. The complaint reported a 5-10 minute surgical delay during the revision, however; the surgery was completed. A review of the device history records (DHR) was not conducted since the item and or lot numbers were not provided or determined during the complaint evaluation. As of 6-aug-2018, the records needed have not been forwarded by zimmer-biomet. Should zimmer-biomet provide the needed records at a later time, this investigation shall be updated. Customer complaint history of the reported devices showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to distal humeral replacement/total elbow. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.